Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging display showing different colors after it fell. At the time of the call, the reporter stated the meter had been disposed of. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.